Event description:
During a lung biopsy procedure, it was reported by the affiliate that the staples were fired into tissue but did not form. The jaws than opened prior to button being pushed. Staples were removed with graspers. A new device was used to complete the resection. There was no patient consequence.

Manufacturer narrative:
H6; code 400: staple form, appeared to be excessive "b" form height. Facility experienced an event with the endopath thoracic endoscopic linear cutter with safety lock while performing a lung biopsy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972377. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, fired; cartridge condition, 3/4 fired; cartridge return batch number, k00r95; and instrument number, 0208. Functional tests & results: condition of firing trigger lockout, condition of pinion gear, condition of short rack, and condition of yoke, good; and was instrument cycled, yes. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fired, and cut properly, but did not form the staples within design specification. No conclusion could be reached as to why the staples did not form properly. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.